Event description:
During a coronary stenting procedure, the cypher stent dislodged from its delivery catheter balloon and was successfully retrieved with a snaring device.

Manufacturer narrative:
The cypher stent system is available for evaluation and testing. However, it has not been received as of to date(which has been indicated. Additional information has been requested and will be submitted within 30 days upon receipt.